Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04463. During a procedure, the physician attempted to place a lead, but was unable to get the lead placed. It was reported, the ligament was thick, and the physician could not get past mid-body. A second was used (device 2). It was reported the physician was able to get the second lead in place, but felt the positioning was too tight. It was reported the procedure took an hr, and the physician decided to abort the procedure.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of pt anatomy could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.